Manufacturer narrative:
Investigation results: conmed linvatec received this suture hook for eval and confirmed the reported problem. Examination found the needle tip broken at the weld joint and the tube bent. The detached tip was returned, and nicks and gouges were noted at the tip. It is unk how many times this device was used. Corrective action has been initiated to address this type of failure. The info for use (IFU) warns the user of the following: avoid lateral stresses to the instruments or device function may be compromised and unintentional pt injury may results. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. Conmed linvatec will provide add'l info to the user.

Event description:
The customer reported that during a labral procedure, the tip portion of this suture hook broke off in the surgical site. The surgeon retrieved the tip without injury or surgical delay.